Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 the reporter contacted animas and during the course of call for another issue, alleged the following: in (B)(6) 2012, she was admitted to the hospital for blood glucose (bg) levels in the range of 380-390mg/dl with symptoms of hyperglycemia. She did not report actual symptoms but said that she was in the hospital overnight. The pump site had been changed , but the bgs remained elevated. The pump was disconnected during her hospital stay, and she was placed on intravenous (IV) insulin but it took a few days for her bg to come down. The patient states she was also placed on lithium for a week and notes that she had begun to experience increased pain during september. The patient does not implicate the pump as the cause for this hospitalization as her bgs remained elevated while in the hospital on IV insulin also. Her bgs came back down after a few days. She went back on the pump after this event. During this time period, the doctor increased her basal rate in her pump, which then improved the bg readings. The patient was made aware to follow-up with her doctor when high bgs which do not resolve and is also aware to change site for high bgs. There is no indication of pump malfunction. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hyperglycemia.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Testing was unable to duplicate the complaint. The history shows the last basal delivery was on (B)(6) 2012 at 02:40 and the last bolus was on (B)(6) 2012 at 23:34. On (B)(6) 2012 02:40 a"replace cartridge" alarm was recorded. The alarm was confirmed multiple times and basal deliveries were never resumed. On (B)(6) 2012 11:44 the pump was "suspended". Deliveries resumed (B)(6) 2012 at 17:34. On (B)(6) 2012 07:32, a 6.05u bolus was cancelled due to eaw-145 occlusion alarm; only 2.05u was delivered. There were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. The pump completed and passed the required 29 hour flow accuracy test and was found to be delivering within the specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.